Manufacturer narrative:
(B)(4) the device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with this lead claimed that during her implant a lead punctured her lung and she was in the hospital for 17 days. The local representative had no information regarding the event.